Event description:
Pt experienced a shunt infection despite the presence of the bactiseal anti-microbial impregnated catheter. Methicillin-resistant staphylococcus aureus is reported to be present on the bactiseal catheter. No other info has been provided.